Event description:
Information received from the (B)(6) clinical database. Treatment of three right unruptured ica (internal carotid artery) aneurysms measuring 3.6mm x 2.4mm, 4.8mm x 4.2mm, and 7.4mm x 4mm. It was reported that the patient underwent pipeline embolization on (B)(6) 2011 in which three pipelines were implanted. Upon follow-up on (B)(6) 2012, the patient had left hemiparesia, left facial droop, and left hemianopsia. Another follow-up on (B)(6) 2012 showed the patient's left hemiparesi and left facial droop had improved; however, the left hemianopsia remained the same.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-77450-12 / lot: not reported / dom: n/a / exp: n/a.model: fa-77350-16 / lot: not reported / dom: n/a / exp: n/a.(B)(4).